Event description:
It was reported during a lap cholecystectomy procedure, the device fired malformed clips. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.